Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error. Monitored unit for 2 days, no device heating noted. No unexpected alarms noted during testing. No damage on electronic assemblies noted. Peeled off keypad overlay and no damage noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm and it was no longer functional and it was over heating. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.